Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Additional information: e4. D10 ¿ product received on: 04dec2019. Investigation ¿ evaluation: a review of the complaint history, device history record, instructions for use (IFU), quality control, and a visual inspection were conducted during the investigation. The complaint device was returned opened but undamaged. Visual examination of the device showed an unknown 7mm long black fiber protruding from the distal end of the cannula. Additionally, a document based investigation evaluation was performed. The risks associated with this device are acceptable when weighed against the benefits. Sufficient controls are in place to detect this failure mode prior to release. A review of the device history record (DHR) showed one related nonconformance, but all nonconforming product was reworked and quality control procedures were performed on all devices in the lot. A database search revealed no other complaints under this lot number at the time of this investigation. The information provided and the returned device suggests that the device was manufactured out of specification. However, there is no evidence to suggest that there are additional nonconforming devices in house or out in the field. The product IFU states the following in consideration of the reported failure mode: how supplied: "do not use the product if there is doubt as to whether the product is sterile.... Upon removal from package, inspect the product to ensure no damage has occurred." Based on the information provided, returned product and the results of the investigation, it was concluded that manufacturing and quality control deficiency contributed to this incident. It is likely that this foreign matter was introduced during the manufacturing process and not detected during quality control. It was concluded that the main cause of failure is manufacturing-related. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510(k)#: k170008. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required the use of an osteo-site bone biopsy needle for an unknown procedure. The operator reported upon opening the package a "2 to 3 cm long unidentified matter" was found to be stuck between the inner stylet and outer cannula. This was discovered prior to patient contact. As reported, another similar device was used to complete the procedure successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.